Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the distance marking on the catheter appears to rub off during use. When these markings become illegible or detach, they are no longer able to reliably verify catheter depth and positioning." No additional information is available at the time of this report.